Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked at line vl8 on the aspiration module due to damaged tubing. The fse cleaned the leak area and replaced the tubing on line vl8 in the dispense module. The fse performed fluidic flow checks and noted no further leaks. The fse completed an additional minor preventive maintenance (pm) including slide-making checks, no issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control management plan at the facility.

Event description:
The customer reported approximately five (5) milliliters of blood and diluent leaked within the instrument involving coulter lh slidemaker. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the incident. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer retested eight (8) patient samples and confirmed patient results were not impacted. There was no patient injury or change in patient treatment associated with this incident. The field service engineer (fse) went to the facility to assess the unit.